Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. About 12 hours after the surgery, the patient complained of abdominal pain. The patient's daughter took him to a local emergency room, they stated nothing was wrong and sent him home. On (B)(6) 2019, the patient's abdominal pain worsened and he went to the emergency room at the hospital where the tubing placement was performed. On (B)(6) 2019, the patient had emergency surgery due to fluid and air leaking into his abdomen. The surgeon stated the tube was not "tacked down" properly which caused the fluid and air to leak into the abdomen. The surgeon was able to fix the tubing and repair the abdominal leak. The abbvie peg j tube remained in place. The patient was also treated with intravenous antibiotic cipro, and intravenous magnesium and potassium due to low potassium and magnesium levels and increased lactic acid. The patient remained hospitalized and was recovering well physically from the surgery.